Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that the patient was hurting and had a burning sensation in the area of the implant and in other parts of the body like down the leg. The patient stated that it occurred even with the implantable neurostimulator off. It was noted that the symptoms had been gradual. The cause was unknown but the patient mentioned having a series of steroid shots in (B)(6) of 2015. No actions, interventions, troubleshooting, or diagnostics had been performed. The patient claimed to have contacted a manufacturer representative (rep) in (B)(6) of 2015 after the shots to inquire if they could have contributed and the rep recommended the patient set up an appointment to meet, but the patient had not done anything since. The patient was directed to her health care provider. The issues occurred during use in (B)(6) of 2015. Additional information has been requested regarding cause, troubleshooting, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. Additional information received from a rep reported that there was no rep who worked with the patient's doctor by the name the patient provided. Additional information received from another rep confirmed that there was no rep by the name the the patient provided and reported that there was also no one at the patient's doctor office by that name either. The patient had not been seen at their office since 2012. It was stated that they were once scheduled for reprogramming but the patient cancelled it, the patient had not been seen since 2012.